Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents that the devices delivered less medication than intended. On unspecified dates and times, the devices were programmed for secondary deliveries of unspecified medications and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of times, it was reported "where the pump is set correctly with properly volume and rate but the drip rate appears to slow when the tubing hangs over from the secondary and all of the medication volume does not infuse regardless of the pump reading that it does." There were no reports of any adverse patient events and no reported delays of critical therapies while the device were in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.